Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible options with the health care professional (hcp), including imaging and defibrillation threshold (dft) testing. It was noted that the shock impedances had been high over the past year. This s-ICD remains in service. No adverse patient effects were reported.